Manufacturer narrative:
The pet lock was intact and damage-free on the proximal end of the ruby coil pusher assembly. The distal detachment tip (ddt) was sheared off on the distal end of the pusher assembly. The embolization coil was not returned. The ruby coil pusher assembly had a slight bend along its length. Evaluation of the returned device revealed the pet lock was intact and damage-free on the proximal end of the pusher assembly. This indicates that there was not a successful attempt to detach the coil with a handle. This may be a result of the pusher assembly not being properly inserted into the nose cone on the handle and would likely have contributed to any difficulty detaching. Further evaluation revealed that the embolization coil was detached. This detachment was a result of the ddt shearing off the distal tip of the ruby coil pusher assembly. This damage may be a result of retracting the coil through a closed rotating hemostasis valve (rhv) or forcefully retracting against another source of extreme resistance. Further evaluation also revealed a slight bend on the ruby coil pusher assembly. This damage was likely incidental and may have occurred during packaging for return to penumbra. The root cause of the failure to detach was unable to be determined based on the return condition of the device. The ruby coil detachment handle, embolization coil, and introducer sheath were not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2017-01171.

Event description:
The patient was undergoing a coil embolization procedure to treat a right iliac fistula using ruby coils and a ruby coil detachment handle (handle). During the procedure, the physician deployed a ruby coil into the fistula using a non-penumbra microcatheter but was unable to detach the coil using the handle. Therefore, the ruby coil was removed and the procedure was completed using new ruby coils and the same handle. There was no report of an adverse effect to the patient.